Event description:
A (B)(6) pt underwent nanoknife treatment to the liver on (B)(6) 2011. A one week post procedure follow-up communication with the treating physician indicated that the pt had a fair amount of referred pain, which may be difficult to attribute to the ire treatment.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator around the time of event procedure, however it is not believed to relate to this reported clinical condition. The cause of the referred pain could not be determined. The treating physician stated it may be difficult to attribute to the ire treatment. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).